Event description:
I have been using fixodent for 7 yrs, ever since I got my false teeth. Over the yrs, I have used at least 2 tubes or more a week, because of ill fitting dentures. About a year ago have been having a lot of problems, missing a lot of work. Fingers, hands feet, legs, tingling, numbness, stabbing pain in legs, hands, feet, and legs. Legs feel like lead. Feels like they have no feeling, so can't walk very far. Bad headaches, nausea, pain in my stomach, anemia tired all the time, dizziness, blurred vision, tripping over my own feet, fever, now fluid build up behind base of neck, funny taste in mouth and memory problems, forgetting things, simple things, losing things. When I went to doctor, she said most of problems in arms, legs and feet and legs were because I was under weight, was 92 pounds for like 10 yrs. So she gave me some pills to make me eat, up to 116 pounds now and problems haven't improved just seem to get worse. So daughter seen on tv the fixodent lawsuit, when I looked it up all my symptoms I had were there. Couldn't believe it. I am slowly being poisoned by all the zinc. I am changing my adhesive, since the news. People should be alerted of the danger of such products. Thyroid problems also. No one in my family ever had an problem with their thyroid. Dose or amount: 2 oz tubes. Dates of use: 7 years. Diagnosis or reason for use: dentures.